Event description:
It was reported that during a small bowel resection while using a blue reload, the patient had developed bleeding after the procedure and was brought back in to be given two pints of rbc. The patient is recovering just fine. Rep is still waiting to confirm more post op details.

Manufacturer narrative:
(B)(4). Date sent 10/3/2024, d4 batch # unk, b3: only event year known: 2024. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. Investigation summary: an analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: what surgical procedure was performed? What anatomical structures was the device fired on? Were other stapling or suturing devices used when creating the anastomosis? What device was used to create the common channel? What was used to close the common opening? Were there any issues experienced with the device in the initial surgical procedure? Was the device difficult to fire? How were the post-operative issues identified? Did the device cut at all? Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. Did the patient receive any preoperative chemotherapy or radiation? What is the nurses experience with the device? Were there any issues with device use/firing? What confirmation was received that the device completed the firing sequence? Was there any difficulty removing the device? Were there any issues noted with staple formation? If so, please describe the shape and location. What was the pre and postoperative anti-coagulant and pain management protocol? What was the total estimated blood loss (ml)? Was the bleeding intraluminal or extraluminal? What is the current patient status? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Manufacturer narrative:
(B)(4). Date sent: 10/16/2024. Additional information was requested, and the following was obtained: what surgical procedure was performed? Bowel resection (small and sigmoid) this is specific to small bowel resection what anatomical structures was the device fired on? Small bowel were other stapling or suturing devices used when creating the anastomosis? Tlc75 & tx60b what device was used to create the common channel? Tlc75 blue what was used to close the common opening? Tx60b. Were there any issues experienced with the device in the initial surgical procedure? No was the device difficult to fire? No. How were the post-operative issues identified? Imaging/h&h. Did the device cut at all? Yes. Were there any issues noted with staple formation at any point throughout the care of the patient? If so, please describe. No issues noted during the procedure did the patient receive any preoperative chemotherapy or radiation? Unknown what is the nurses experience with the device? Nursing experience is extensive. Surgeon also has extensive experience with tlc75 and tx60. Were there any issues with device use/firing? No. What confirmation was received that the device completed the firing sequence? Inspected stple line was there any difficulty removing the device? No were there any issues noted with staple formation? If so, please describe the shape and location. None noted what was the pre and postoperative anti-coagulant and pain management protocol? Standard anti-coag protocol, unknown if any bleeding disorders what was the total estimated blood loss (ml)? 1000 was the bleeding intraluminal or extraluminal? Unknown what is the current patient status? Discharged, but as of 10/08 dr mentioned patient ¿ edematous colon proximal (above) staple line.